Event description:
Red cell pump alarm happened 2x during intra-extra corporeal photopheresis treatment procedure/single needle mode; adhered with MFR's trouble shooting recommendations; machine required 1x re-purge process that resolved during 1st alarm to keep centrifuge optic bowl optic sensor to 150; compelled to proceed with early buffy coat during the latter alarm (ie., ended treatment to 951 mls whole blood processed vs. 1 liter goal). Attending transfusion md notified, therakos company/manufacturer informed.